Event description:
Pt status post scope l knee chondroplasty patella, lateral release, open antermedialization / digitalization of tibia tubercle. Pt returned to surgeon complaining she had pain in the screw area. Surgeon removed the screw and the pt felt better after screw removal. Pt returned to surgeon in (B)(6) 2009 when the implant area began hurting again. Pt is having an allergic reaction near the implant site involving her skin.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to provide the manufacturer, PMA/510k number, and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no party/lot number was provided. Without a lot number, the device history record review cannot be requested.